Event description:
Allegedly, the following occurred: procedure: lar double staple. "Fired, but staples could not be formed properly. Donut tissues were not formed completely. Treated the tissue with hand sewing, but one day after the operation, leakage was confirmed, then reoperation was performed. Stoma was placed."